Event description:
Failed implant. Placing of an implant at position 26 in may and june lack of irrigation and subsequent loss of this, which led to the replacement of said failed implant by one with a larger diameter. According to statements by the doctor, poor adaptation of the movable prosthesis because the implant removed was 1 of other implants placed during the same procedure.